Event description:
Adverse event(s): "30 minutes delay in procedure." (No code available). Product problem(s): "system message displayed." (Device displays error message). A customer reported, an error message was displayed during surgery. The error message was displayed after the vitrectomy had been completed, when nothing other than irrigation was being used. The facility turned machine off and on again, but the error message persisted. The surgeon proceeded to complete the surgery manually. There was a delay of about 30 minutes. There was no patient harm as the event occurred after vitrectomy had been performed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).